Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (two low transverse) and spontaneous abortion (twice). Previously administered products included for birth control: mirena from 2007 to 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, fatigue and weight increased had resolved and the dysfunctional uterine bleeding, vaginal haemorrhage, menometrorrhagia, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion/removal date discrepancy: (B)(6) 2010/(B)(6) 2016 (discrepancy noted). Insertion date and essure confirmatory test were done on same day i.e. (B)(6) 2010 (discrepancy). On (B)(6) 2016 ¿ hyst. (Partial). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menometrorrhagia, leiomyoma". Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet and medical record received. Abnormal bleeding (vaginal), menometrorrhagia, fibroids and dysmenorrhea (cramping) were added. This case is medically confirmed. Reporter, date of birth (updated), historical medication, medical history and lab data (updated) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, fatigue and weight increased had resolved. The reporter considered fatigue, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: insertion date and essure confirmatory test were done on same day i.e. (B)(6) 2010 (discrepancy). On (B)(6) 2016 ¿ hyst. (Partial). Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Previously reported event injury is replaced with new events: pelvic pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm bleed, fatigue, weight gain. Lab data added. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.